Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report # 3002808486-2015-00172. All future medwatch reports concerning this event will be referred to manufacturer report # 3002808486-2016-00137 and manufacturer report # 3002808486-2015-00172 will be closed/cancelled. (B)(4). Catalog: igtcfs-65-jug-celect-perm. Summary of investigational findings: an image review confirmed a grade 2 perforation by one primary leg and grade 3 perforation by at least two primary legs. The reported back pain appeared to resolve after filter removal indicating at least a component of the symptoms may have been related to the filter leg penetration and reactive sclerosis seen in the vertebral body. It is not possible to comment on "cervical stenosis, cervical radiculitis, cervical pain and cerviobrachial pain from 2010 - 2013". Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: physician called to say that one or more of the legs may have invaded the vertebral body. Patient complained of pain. During the procedure the device came out without any issues. Additional information from (B)(4), manufacturer report# 3002808486-2016-00137: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010 at (B)(6)." Additional information received 25feb2016: successful perioperative prophlylaxis placement of celect filter on (B)(6) 2010 via right internal jugular vein approach. Interventional radiology records note possible may thurner syndrome like compression on left common iliac vein from the right common iliac artery. No significant collateral formation detected. [Pt] claims that she first experienced symptoms she relates to the filter at the end of (B)(6) 2010 and/or beginning of (B)(6) 2010. She first attributed her alleged injuries to the filter on (B)(6) 2015. [Pt] also underwent subsequent back surgery after placement of filter, including a cervical fusion on (B)(6) 2011. She notes "cervical stenosis, cervical radiculitis, cervical pain and cerviobrachial pain" from 2010 - 2013. It is alleged that: [pt] was experiencing "excruciating pain", so a retrieval attempt was performed on (B)(6) 2012 at (B)(6) hospital. [Pt] complained of "right back pain and CT imaging suggested filter leg erosion through the caval wall into adjacent vertebral body". Prior to removal attempt, plaintiff was "counseled extensively about risk of retrieving filter two years after placement. Records from date of retrieval attempt state, "no clots with the cook celect filter. Multiple legs were noted to have extended outside the caval lumen, similar to recent CT findings. A filter removal coaxial sheath was placed over the wire and the retrieval hook was snared. The filter was carefully retrieved passing the sheath over the filter legs until freed from the wall. The filter was removed and post-removal ivc gram demonstrated no evidence of caval wall injury or stenosis." Patient outcome: per district manager "she felt better after the procedure". Additional information from cc form 25feb2016: [pt] indicates migration, tilt, vena cava perforation, fracture, inability to retrieve, bleeding and spinal column puncture. She also alleges "excruciating and debilitating back pain where the device was implanted" along with "numbness, daily headaches and a constant pulling and tightness sensation" throughout her back. She feels pressure on her back, which intensifies into pain radiating up and down her spine, into her stomach. She claims trouble sleeping and requires a heating pad. She cannot stay in one position for more than 15 mins without shifting. She also alleges this has caused depression and she cannot function as she did prior. However, she's been taking medications to treat depression and pain since (B)(6) 2005.

Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report # 3002808486-2015-00172. All future medwatch reports concerning this event will be refered to manufacturer report # 3002808486-2016-00137 and manufacturer report # 3002808486-2015-00172 will be closed/cancelled. (B)(4). Igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to complainant: physician called to say that one or more of the legs may have invaded the vertebral body. Patient complained of pain. During the procedure the device came out without any issues. Additional information from (B)(4), manufacturer report# 3002808486-2016-00137: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010 at (B)(6)." Additional information received 25feb2016: successful perioperative prophylaxis placement of celect filter on (B)(6) 2010 via right internal jugular vein approach. Interventional radiology records note possible may thurner syndrome like compression on left common iliac vein from the right common iliac artery. No significant collateral formation detected. [Pt] claims that she first experienced symptoms she relates to the filter at the end of (B)(6) 2010 and/or beginning of (B)(6) 2010. She first attributed her alleged injuries to the filter on (B)(6) 2015. [Pt] also underwent subsequent back surgery after placement of filter, including a cervical fusion on (B)(6) 2011. She notes "cervical stenosis, cervical radiculitis, cervical pain and cervicobrachial pain" from 2010 - 2013. It is alleged that: [pt] was experiencing "excruciating pain", so a retrieval attempt was performed on (B)(6) 2012 at (B)(6) hospital. [Pt] complained of "right back pain and CT imaging suggested filter leg erosion through the caval wall into adjacent vertebral body." Prior to removal attempt, plaintiff was "counseled extensively about risk of retrieving filter two years after placement. Records from date of retrieval attempt state, "no clots with the cook celect filter. Multiple legs were noted to have extended outside the caval lumen, similar to recent CT findings. A filter removal coaxial sheath was placed over the wire and the retrieval hook was snared. The filter was carefully retrieved passing the sheath over the filter legs until freed from the wall. The filter was removed and post-removal ivc gram demonstrated no evidence of caval wall injury or stenosis." Patient outcome: per district manager "she felt better after the procedure." Additional information from cc form 25feb2016: [pt] indicates migration, tilt, vena cava perforation, fracture, inability to retrieve, bleeding and spinal column puncture. She also alleges "excruciating and debilitating back pain where the device was implanted" along with "numbness, daily headaches and a constant pulling and tightness sensation" throughout her back. She feels pressure on her back, which intensifies into pain radiating up and down her spine, into her stomach. She claims trouble sleeping and requires a heating pad. She cannot stay in one position for more than 15 mins without shifting. She also alleges this has caused depression and she cannot function as she did prior. However, she's been taking medications to treat depression and pain since (B)(6) 2005.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, device migration, tilt and fracture, vena cava perforation, spinal column puncture, bleeding'. New failure modes is tilt, migration and fracture, previous investigation for vena cava perforation, spinal column puncture and bleeding previously investigation is still valid until investigation of additional imaging and medical records is conducted. Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: d4 - product lot number corrected. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 12/16/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to deep vein thrombosis. Plaintiff is alleging device migration, tilt and fracture, vena cava perforation, spinal column puncture, bleeding.